Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 95% stenosed lesion was located in a calcified and moderately tortuous brachium vein. An unknown 4f sheath was inserted and an unknown 0.018" guidewire crossed the lesion. On the first inflation the f/g sterling otw 6.0 x 20/40 (4f) balloon was inflated to six atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a 6x40 sterling balloon. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)